Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and device manufacture date (h4) could not be determined.

Event description:
The customer reported that he obtained blood glucose readings of 503 mg/dl and 131 mg/dl with the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.